Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, a malpositioned cup, adverse reaction to metal debris, mass, joint effusion and synovial fluid were noted. The mass on the posterior medial quadrant of the right hip measured 26.9x29.5x0 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. During postoperative monitoring and testing, a malpositioned cup, adverse reaction to metal debris, mass, joint effusion and synovial fluid were noted. The mass on the posterior medial quadrant of the right hip measured 26.9x29.5x0 mm. These findings were found due to follow up testing. Additional clinical data indicated the patient was experiencing groin pain, contralateral hip/thigh/buttock/back pain, limp and popping. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-01790 & 07361).